Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, on/off current testing, and five manual monthly test using dci commands without duplicating the report. An internal inspection resulted in no findings. The batteries used were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.